Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not functioning. The customer stated that screen was black and device was unable to restart. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sub drawer 2.1 drawer controller board was defective. A field service engineer upon arrival system was dead and power supply fan was running, isolated the drawers from communication sled system powered up successfully. Reconnected the bus cable and isolated individual drawer found drawer 2 prevent station from boot up and found sub drawer 2.1 drawer controller board was faulty. Replaced the drawer controller board to resolve the issue. The station boots up successfully. The system functioned as intended after the field service engineer repaired the device.